Event description:
It was reported that the bd plastipak¿ 50ml concentric luer lock syringe experienced leakage. The following information was provided by the initial reporter: syringe leaks when pressing on the plunger. Clinical consequences observed: risk of cytotoxic product leaking from the syringe, danger for the preparer, the ide, the patient + risk that the wrong volume is injected. Use of a new syringe each time the syringe leaks. - the operator who used the syringe did not observe any particular damage prior to its use. - neither the preparer nor the patient came into contact with the cytotoxic product because the incident occurred in the isolator during the preparation of the chemotherapy bag. - unfortunately I have not yet been able to retrieve the syringe, I will send you photos as soon as possible. Sample available and in contact only with nacl.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-01-14. H6: investigation summary: one used sample was received for evaluation by our quality engineer. Through visual inspection of the sample, a leakage past the stopper ribs was observed. The product was disassembled for further inspection, there was no damage or molding defects noted in the plunger rod or other components that could have caused the leak and the stopper was verified to be properly assembled onto the plunger rod. A device history review was performed for the reported lot 2008313, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 2008313 were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted, and no leak was observed. Product undergoes visual and functional inspections throughout manufacturing, including tightness testing to verify the stopper seal. Results were reviewed for the reported lot and no issues were identified. Based on the available information we are not able to determine a root cause at this time h3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd plastipak¿ 50ml concentric luer lock syringe experienced leakage. The following information was provided by the initial reporter: syringe leaks when pressing on the plunger. Clinical consequences observed: risk of cytotoxic product leaking from the syringe, danger for the preparer, the ide, the patient + risk that the wrong volume is injected. Use of a new syringe each time the syringe leaks. The operator who used the syringe did not observe any particular damage prior to its use. Neither the preparer nor the patient came into contact with the cytotoxic product because the incident occurred in the isolator during the preparation of the chemotherapy bag. Unfortunately I have not yet been able to retrieve the syringe, I will send you photos as soon as possible. Sample available and in contact only with nacl.